Event description:
The customer reported a philips roll stand with the mp5 that rolled over onto the nurse, causing injury.

Manufacturer narrative:
(B)(4). There has been no indication that there was any serious injury. This complaint was deemed reportable due to the fact that the customer alleged that the roll stand, with an mp5 monitor, injured a user. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.